Manufacturer narrative:
Per the facility on (B)(6)2024 "while attempting to place a double lumen foley, the balloon would not inflate". Per the facility the "catheter was removed and a new catheter obtained and placed". No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Related to report: (B)(4).

Event description:
Per the facility on (B)(6)2024 "while attempting to place a double lumen foley, the balloon would not inflate".